Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the allura clarity pc is sometimes not powering on. Upon checking with customer, quote for evaluation and repair service was sent to customer. Customer did not approve the quote and was cancelled. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the system unable to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.